Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a yeast infection under the back left therapy electrode. The patient's physician advised the patient to apply monistat. The patient reported that after applying the monistat, the yeast infection healed.